Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient who had recently undergone ventricular assist device (vad) implantation in conjunction with a tricuspid valve repair, developed a persistent vasodilatory state. Laboratory testing revealed leukocytosis. The patient required treatment with vasopressors. The patient subsequently developed elevated lactate dehydrogenase (ldh) levels and continued to required vasopressors. The site indicated that it is concerned about a possible pump thrombus. The device remains implanted in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of log files revealed multiple decreases in power consumption since 23jan2018. Furthermore, log file analysis revealed three low flow alarms since 25jan2018 to 05feb2018. One vad disconnect alarm was logged on (B)(4) on 23jan2018 which was likely due to physical disconnection of the driveline from the controller. One controller power-up and associated pump start event was logged on (B)(4) on 23jan2018 indicating a loss of power to the controller. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction in the outflow graft, or poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.